Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 4: it was reported that during collection of one patient using bd vacutainer® ultratouch¿ push button blood collection set with pah, a hole in the tubing resulted in sample leakage. No adverse impact was reported regarding the patient or user.